Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose is 123 mg/dl. Later in the day, the blood glucose rose to 542 mg/dl. Customer stated that he was not feeling well. The paramedics were called, customer was weak and nauseous. While in the hospital, customer was treated with manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.